Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced consistent and frequent low blood glucose while using the ilet and intermittently shut down the pump to avoid alarms, later restarting it after a period off therapy and reporting increased physical activity; the healthcare provider had also reduced the programmed body weight well below actual weight to decrease insulin delivery, and the user took a mealtime injection shortly before resuming automated delivery, prompting education to wait before restart to reduce insulin stacking risk. Symptoms included hypoglycemia with readings as low as 50 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and trainer. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.